Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacodosis on (B)(6) 2019 with blood glucose of 494 mg/dl. The customer was treated with intravenous injection and saline. The customer was wearing the insulin pump during the hospitalization. The customer decline troubleshooting for high blood glucose event. The insulin pump will not be returned for analysis.